Event description:
During a pulmonary vein isolation procedure, mapping display issues occurred resulting in delays to treatment. While using ensite x in voxel mode, version 1.1.2, it was noted that the geometry created using the advisor hd grid and tactiflex was different from the CT volume. After performing the CT fusion and starting the pulmonary vein isolation, the deviation from CT was significant and required checking the perspective one by one, impending workflow. The deviation was particularly large in the anterior-posterior width, and the distance between the anterior wall and posterior wall became abnormally close. This issue caused an hour-long delay, because the procedure required constant confirmation with x-ray fluoroscopy, exposing the patient to radiation three times higher than usual. The CT was taken the day before the case with a non-abbott 3d system and without isues. The procedure continued smoothly and was completed without replacing the device and there were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. The case study was provided and reviewed. The reported event stated that "the geometry created using the advisor hd grid and tactiflex was different from the CT volume". Review of the ensite x cardiac mapping system verifies that in some cases a model bloat/false space can occur.